Event description:
Patient was injected transurethrally with coaptite as a supplement to prior surgical correction of isd. The isd resolved in 2 days. The patient then developed urinary retention. After catheterization, the patient developed a urinary tract infection and the incontinence returned.

Manufacturer narrative:
During a follow up with physician, dr. Reported the urinary retention was an expected occurrence with this type of procedure and resolved after catheterization. A cystoscopy was performed to assess her symptoms and while patient was "bearing down" a 1x1 cm lobe of white material came out of the urethra. The material slid through the lining of the meatus, however, the wall was intact. The physician was able to push the material back into the urethral lining. Dr. Does not believe this event is specific to coaptite, but no bulking agents. He anticipates performing the bulking procedure or a sub-urethral sling in the future. A review of the device history records indicates that the reported lot #1006974, met all specifications.